Manufacturer narrative:
Investigation results: our quality engineer inspected the 3 photos submitted for evaluation. The reported issue of connection issues was confirmed upon inspection of the samples. Analysis of the sample showed that there is a missing ring on the male luer component. This part is supplied to us by a third-party supplier, and they have been made aware of this issue. Production records were reviewed, and this batch meets our manufacturing specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Additional information: additionally, we have internally conducted a comparison between the old and the new received extension and it seems that there is a difference in the tip of the connection tubing, which has led to the loss of connection.

Event description:
It was reported that the head of the anesthesia technician has clarified that there is an issue with the newly delivered tri extension of bd q syte. It is not functioning as expected and is not locking properly, unlike the previous delivered extensions. The extension is losing its connection and not securing properly, leading to the unexpected disconnection of patient lines, which has been repeated multiple times. This is a significant concern, as it impacts the safety and effectiveness of the hospital operations.

Manufacturer narrative:
H3: if a device evaluation and/or device history review is completed, a supplemental report will be filed.